Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye noted an embedded particle was found on the tubing adapter. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of the homechoice cassette had black impurities, particulate matter (pm). This was noticed before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.